Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is unintended use error. If additional information is obtained a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Although the blurry image was not confirmed, the image would cut off when angulated to the down position. The device evaluation found a deep scratch on the bending section cover. The physical force exerted on the bending section to cause the scratch, may have damaged the charged coupled device (ccd) elements from the bending section, resulting in the image loss. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, there was a blurry image observed during an unknown diagnostic procedure on an endoeye flex deflectable videoscope. During the inspection of the returned device, the image would cut off when angulated to the down position. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.